Event description:
It was reported by the customer that a pyxis medstation es system device has a black screen and not turning on. The customer reported that users were unable to remove medications, which cause above 45 minutes delay in dispensing the medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device has a black screen and not turning. Field service engineer dialed in and verified operational confirmed station accessible and working. The system functioned as intended after the field service engineer serviced the device.